Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 860 mg/dl. The customer¿s blood glucose level was 600 mg/dl at the time of incident. The customer was treated with manual injection. Customer also reported that the allege insulin pump was under delivering. Customer was using auto mode. Troubleshooting was performed high blood glucose and under delivery. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.